Manufacturer narrative:
D4 - the UDI number for this product code is not required to be registered. The actual device was returned to the manufacturing facility for evaluation. Visual inspection found the shaft fractured. The distal separated segment and the rest of the main body were measured and confirmed to meet manufacturing specification. Magnifying inspection of the fracture revealed that the outer layer had been sheared off with the core wire being exposed. The core wire at the fracture was found to have been flexed. Electron microscopic inspection of the fracture revealed that the surface of the fracture cross-section was in the rough state. Magnifying inspection of the surface of the shaft, excluding the fractured segment, revealed that the outer layer of ptfe coating had been sheared off on some parts from the proximal in the distal direction and on other parts from the distal in the proximal direction. The outside diameter was measured on the undamaged segment and confirmed to meet manufacturing specification. The adhesive strength of the ptfe coating to the core wire was determined and verified to meet manufacturing specification. Simulated testing was conducted on a current product sample. The state of the fracture similar to that of the actual sample was duplicated when the test sample was subjected to a pulling force in the state of being formed into a loop shape. The following test was also conducted on the ptfe coating. The ptfe coated segment was pushed against a sharp tool. In this state, the test sample was subjected to pushing and pulling forces. The coating was sheared and some sheared portions came off the shaft. A review of the device history record and the shipping inspection record of the involved product/lot number combination confirmed that there was no indication of production-related problems. A search of the complaint file found no other report with the involved product code/lot number combination. There is no evidence that this event was related to a device defect or malfunction. While the exact cause of the reported event cannot be definitively determined based on the available information, it is likely the actual sample was formed into a loop-like shape during manipulation and in this state it was subjected to a pushing and pulling forces resulting in the reported event. The device labeling does address the potential for such an event in the instruction for use (IFU) with statements such as the following: "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the guide wire and/or endo therapy accessory and determine the cause by fluoroscopy or endoscope. Continuing to manipulate the guide wire could cause patient injury, such as punctures, hemorrhages or mucous membrane damage. It may also damage the endoscope, instrument and/or endotherapy accessory. Do not insert the instrument into the endoscope or endo therapy accessory unless movements of the instrument can be observed under clear endoscopic or x-ray image. If you cannot see the distal end of the insertion potion in the endoscopic or x-ray image, do not use the instrument. Otherwise unintended movements of the instrument could cause patient injury, such as punctures, hemorrhages or mucus membrane damage. It may also damage the endoscope, instrument and/or endo therapy accessory." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
The user facility reported the device fractured during a procedure. Follow up communication with the user facility confirmed the following information: during placement of the boston flexima stent when the customer pulled the guiding catheter high resistance was felt; the customer pulled the guiding catheter with force and released the stent; fluoroscopically found the distal segment of the actual sample had been fractured; the stent was removed and the fractured segment was retrieved from the bile duct with use of a basket catheter; and there was no harm on the patient.